Event description:
The patient was implanted with a left ventricular assist device. It was reported that low voltage alarms occurred and the battery clips were exchanged. It was reported that transient low speed events occurred after the battery clips were exchanged. During the analysis of the log file, there was one momentary low speed event observed while the patient was tethered on a grounded patient cable. The patient was then exchanged from an epc system controller to a pocket controller, and no unusual events were reported on the log file retrieved from the pocket controller. The patient was asymptomatic.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 10 months. (Calculated from the date of manufacture.) Neither the epc system controller nor the battery clips are being returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A full evaluation could not be conducted as neither the system controller nor the battery clips were returned for analysis. The reported event of low voltage alarms was confirmed based on the provided log file. The reported event was associated with a low battery condition based on the battery charge levels and appeared to be related to operation on depleting batteries. The analysis could not determine a direct relationship between the system controller and the low voltage alarms, because the system controller was not returned for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.